Event description:
Routine complaint investigation when a consumer reported receiving imprecise back to back readings on the medisense 2 blood glucose monitor. The values, when plotted on a clarke error grid, fell into the "e" zone and is considered to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.